Event description:
It was reported by the rep that the (2) al326 were used during a coronary artery bypass graft with an endoscopic vein harvesting procedure. It was reported that the physician's assistant went to fire the clip applier across the branch of septungus vein and the instrument misfired. A second instrument was opened and the second instrument would not fire at all. A third was opened and the case was completed without incident or consequence to the patient.